Manufacturer narrative:
Ees#.975912-a. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, weld; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Analysis conclusion: based on info received and visual inspection, no conclusion could be reached as to what may have caused reported incident. Instrument was received cracked at weld. Due to damage to instrument, further functional testing could not be performed. It could not be determined how damage to instrument, further functional testing could not be performed. It could not be determined how damage to instrument occurred. It is possible that over extending adjusting knob may have cracked weld of instrument. However, this could not be ascertained. Breakaway washer was not returned with instrument. As breakaway washer was not received, it could not be determined if breakaway washer had been fully cut or if full firing stroke was achieved. It should be noted that to ensure instrument has been fired through complete firing stroke, trigger must be fully attached. Tactile feedback will be felt when breakaway washer has been fully cut. This will ensure proper formation of staples and complete cut of donuts. Mfg and engineering have been notified of reported incident.

Event description:
It was reported the device was used during a laparoscopic bowel resection. It was reported the surgeons were attempting reanastomosis with the ecs33. After gap setting indicator was observed to be in firing range, assisting surgeon fired instrument. Proper anastomosis did not occur and unformed staples were observed protruding through the distal bowel section tissue. Distal bowel was again transected more distal to original transection with endocutter. Reanastomosis was then performed successfully with another instrument. There was no consequence to the pt. Rep added there is no info at this time about donut formation or washer cracking. He did state the surgeon reported some resistance in firing. 09/26/1997 sales rep followed up with surgeon who additionally reported the instrument did not feel right upon firing. The anvil was secure on the trocar of the device when firing. The surgeon stated there may have been a clip lodged in the device. Upon firing, no tissue was cut. After resectin the staples from this firing, another was opened to complete the procedure.